Event description:
It was reported that the patient experienced discomfort located at the ipg site. As a result, patient underwent surgical intervention on (B)(6) 2019 to relocate the ipg, which resolved the issue.